Manufacturer narrative:
D2b pro code (product code): fge, lit g4 premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, it could not fully expand when pressure was applied. A visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k103751, k110122. Device evaluation by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip. This concludes the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, it could not fully expand when pressure was applied. A visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. It was further reported that the target lesion was 60% stenosed, severely tortuous and mildly calcified.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 60, 135cm mustang balloon catheter was advanced for dilation. However, it could not fully expand when pressure was applied. A visible pinhole was noted on the balloon material. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. It was further reported that the target lesion was 60% stenosed, severely tortuous and mildly calcified.